Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery setup, it was observed that the shaft of the craniotome device was bent. There were delays in the surgical procedure as an identical spare device as available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and confirmed that the foot plate was bent. Therefore, the reported condition was confirmed. The assignable root cause for the ¿bent foot end" was excessive side load lateral force, or rocking while attempting to cut bone flap caused by misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.